Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause could be due to high-energy instruments (such as high-frequency instruments) being used without ensuring sufficient distance from the tip. However, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tip cover was burnt. There was no patient involvement.